Manufacturer narrative:
A product investigation is in progress.

Event description:
None of these tampons have strings on them [device physical property issue]. Case narrative: consumer reported via phone that none of the tampons have strings on them. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
None of these tampons have strings on them [device physical property issue] case narrative: consumer reported via phone that none of the tampons have strings on them. No injury reported.